Event description:
Reporter indicated that lead test resulted in high lead impedance and limit reading at a follow up visit (in 2002) after generator replacement for end of service. Generator was replaced the day before. The physician increased the device output current to 3.5ma and the patient indicated that they could not feel stimulation. The physician reported that a normal mode test resulted in a dc-dc code 7. At the time of the generator replacement surgery, lead test in the or resulted in an ok impedance reading. Further follow up revealed that the device was programmed to off 3 weeks later because the patient was complaining of feeling stimulation in their chest wall. Exploratory surgery is planned. Attempts to obtain additional information have been unsuccessful to date. It is believed that the lead pins may not have been fully tightened down when connecting the lead to the new generator.